Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Patient was revised to address recurrent dislocation.

Event description:
Adverse event(s): "pt involvement is unk" (no known impact or consequence to pt). Product problem(s): "unit was smoking" (smoking); "nothing on the screen" (no display or display failure). A biomedical engineer reported the unit was smoking. The system was rebooted and the power supply was running, but nothing was on the screen. The pt impact is unk. Several attempts have been made to retrieve additional info but none has been received to date.

Manufacturer narrative:
The investigation found that when the patient samples were tested with several other "peroxidase dependent" reagents, the samples also generated "zero" results. Two potentially interfering drugs taken by the two patients were tested, but they did not interfere when tested in-vitro. It remains unclear which inhibitor the two samples contained, however, the inhibitor eliminated the peroxidase completely resulting in unbelievable results, therefore there was no safety risk associated with this event.

Event description:
Customer received a glucose result for one patient, (measured by god-pap method) of 0.02 mmol/l, it should have been >10 mmol/l. This patient had a total bilirubin result of 1.9 umol/l, (measured by sulphamic acid method), it should have been >10 umol/l. The results were not repeated. The patient was sent home, no additional information is available regarding the patient despite requests made to the doctor. Customer found another patient sample with discrepant glucose results, no results for that sample were provided. The customer stated "the accurate treatment of this patient is not so clear". This patient was still in the hospital, no additional patient information is available. Glucose reagent lot was 615507, total biliubin lot was not provided.

Event description:
It was reported that post op of a laparoscopic right colectomy procedure, the device fired properly. However, the patient's abdomen was distended and post op the sixth day, the patient became tachycardic. The patient was re-operated where it was noticed to have substance around the anastomosis. There was a leak at the distal end of the tlc55 staple line where it intersected at the tl60 mid staple line. The patient was given a temporary colostomy and is still in the hospital.

Manufacturer narrative:
Additional information was received: the customer corrected original glucose result for the first patient. The original result was <0.2 mmol/l, not <0.02 mmol/l (as the customer had previously provided).

Manufacturer narrative:
Instrument serial # was not provided. It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Additional information was received 05/26/2010: regarding the first patient: erroneous results were not reported and therefore did not lead to any treatments or adverse events. (A glucose result of 13.5 mmol/l was reported). Regarding the second patient: the erroneous glucose result (tested on (B) (6) 2010) was 14.3 mmol/l and was not reported due to interference and did not lead to any treatments or adverse events. Investigation is on-going.

Manufacturer narrative:
Additional patient information was received: the first patient medications include: fraxiparin 0.3 ml physiological solution + ringer, treatment ended (B)(6) 2010 nutriflex plus 2000 ml, treatment ended (B)(6) 2010 special treatment of abdominal CT scan, contrasting substance ultravist the second patient medications include: fraxiparin, 0.6 ml sortis ambroben nac paralen furosemid, 10 ml amiodaron (amiokordin) noradrenalin letrox (thyroxin), 75 ug both patients received some medication with high amount of iodine.